Manufacturer narrative:
The procedure was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc euphora rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. Pre dilation was not performed. The device did not pass through a previously deployed stent. Resistance was encountered. It was reported that the balloon was inflated to 2atm and burst. The patient is alive with no injury.